Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient's nurse called reporting noise on this rv lead. The nurse states lead impedance has changed from 600 to 228 ohms. Dft values are within normal limits.